Manufacturer narrative:
Pump passed the displacement test and self test. However, hardware low level failure alert alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.